Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had experienced a strong vibration throughout his entire chest and could hear the pump "revving" like a car engine. The patient was asymptomatic and although no change in pump speed was noted, high power consumption and high pulsatility index (pi) levels were noted. While the patient was in the hospital, he reportedly experienced a period of pi spikes and pump vibrations followed by "pump disconnected and pump off" alarms. The pump reportedly stopped and the patient became symptomatic and diaphoretic. The pump resumed normal function and with no recurrence of alarms. A CT scan and echo were performed with no abnormalities noted. An x-ray and visual inspection of the percutaneous lead also appeared normal. The pump however stopped again during the night while the patient was at the hospital and as a result, the hospital made a decision to exchange the lvad with another lvad.